Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 35 mg/dl to 69 mg/dl at the time of the incidents. The customer has been going low every night for a week. The customer needed assistance adjusting their night basal settings. The customer was most likely wearing the insulin pump during the incidents. Troubleshooting was not completed. The insulin pump will not be returned for analysis.